Event description:
Additional information: no autopsy was performed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a subarachnoid hemorrhage and expired. The patient was admitted on (B)(6) 2014 with bacteremia. Blood cultures and a driveline culture were positive for staph aureus. On admission, the patient's international normalised ratio (inr) was elevated at 6.2. The patient's inr increased to 17 within a short period of time, where subsequently, despite reversal attempts, he went unresponsive requiring intubation. A computer tomography scan of his head revealed a subarachnoid hemorrhage (sah) with minimal to no likelihood of recovery. He was weaned from pressors and the ventilator and the lvad was turned off.

Manufacturer narrative:
Approximate age of device: 7 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A specific cause for the reported driveline infection and subarachnoid hemorrhage could not be determined. An autopsy was not performed and the pump was not explanted. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.